Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an errhwbat was displayed on the receiver. The pediatric patient is using an adult receiver. No additional event or patient information is available. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis.